Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "capsular contracture baker grade iii" and "rare cd30 expressing activated lymphoid cells are seen." Patient additionally reported ¿swollen lymph nodes on the right side of my neck" and ¿constant fatigue¿; these events are not device related. Device has been explanted.

Event description:
Patient reported, right side capsular contracture, baker grade iii and inflammation/irritation. Right capsule had an abnormality. The device was explanted and replaced with a non-allergan implant. After which, the patient reported lymphadenopathy, pain, malaise, not device related. The patient subsequently reported, capsule testing of the right capsule. Rare cd30 expressing activated lymphoid cells are seen.

Event description:
Patient reported right side capsular contracture ¿ baker grade iii and inflammation/irritation, right capsule had an abnormality. The device was explanted and replaced with a non-allergan implant. Also reported lymphadenopathy, pain and malaise which are not related to the device. The patient subsequently reported, capsule testing of the right capsule - rare cd30 expressing activated lymphoid cells are seen, focal hemorrhage. Mhra reported the biomarkers cd30+ and alk- have been received, confirming bia-alcl.

Manufacturer narrative:
The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.